Event description:
The device was removed due to "migration of the pump upwards into the right hemiscrotum, causing autoinflation". 1/3/97-upon receipt of the physician/surgeons operative report, it stated, "the pt has had a diagnosis of impotence that has not responded wih regular therapy and following the placement of the penile prosthesis he was readmitted to the hosp for some edema and erythema. The pt had a fever to 101 degrees and he has a history of allergy to neosporin, penicillin, and betadine. The prosthesis after that functioned somewhat but the pt felt he was autoinflating and that the distal end of the right corpora was migrated proximally and it was giving him a torque effect to the glans of the penis. Md pumped him up and the erection was not the best quality, the penis was not straight. He wishes to have this revised but more concerning was the fact the prosthesis was autoinflating. The cylinder(s) are intended to be removed and replaced by new ones. Md explained to the pt there could be some scar tissue on the right corpora preventing the advancement of the prosthesis all the way to the distal end". As reported, during the procedures the cylinder(s) pump component(s) were replaced.

Manufacturer narrative:
The explanted pump and two cylinders were received and evaluated by the MFR. Leakage was observed from two sites on the cylinder bladders. Microscopic examination of the edge of these sites revealed indications of contact with sharp instrumentation. As leakage is not consistent with the complaint of autoinflation, and due to the nature of these sites. Qa discounted them as being involved with this occurrence and concludes they most likely occurred during or subsequent to explant. Based on the received info and qa's evaluation, qa concludes the following: 1) since testing of the device will neither prove nor disprove the reported migration, qa accepts the physician's observation of migration of the pump as a reason for removing the device. The apparent migration of the cylinder appears to be directly to the pt's anatomy. 2) no abnormalities were detected with the device that may have caused autoinflation. However, qa is aware of factors, other than device abnormalities, such as a capsule surrounding the reservoir, that can cause autoinflation. Thus, qa will also accept autoinflation as a reason for removing the device.